Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The interconnect cable was replaced. The system was tested but is not operational. Pending additional service repair information.

Event description:
The customer reported that there were no images displayed on the 7700 system. No pt injury was reported.